Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing tamper seal. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of ¿tamper seal - missing¿ was confirmed. On (B)(6) 2025, the pcu was received unboxed along with the paperwork. ¿tamper seal - missing¿ was confirmed. Device will be returned to the (B)(6) for normal processing. Tamper seal placement is recommended. The failure investigation report will be uploaded to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing tamper seal. There was no patient involvement.